Manufacturer narrative:
Investigation: the terumo bct field specialist replaced the customer's seal safe. The new seal safe was tested to verify proper functioning. Investigation, evaluation and corrective actions are in-process. A follow-up report will be provide

Event description:
Patient (operator) gender, age and weight are not available at this time.

Event description:
The customer reported that the seal safe is shocking the nurses and is cutting through the tubing, causing fluid to spray out. It is not known at this time if any medical intervention was needed for the shocks, or if any blood exposure occurred as a result of the fluid spraying out of the tubing. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The nurse who received the shock was contacted and it was confirmed that no injury or medical intervention was needed as a result of the shock or the fluid spraying out of the tubing set. A known hazard associated with the use of the seal safe is radio frequency (rf) burns to the operator. By placing one's finger next to the cutter/sealer head jaws during operation of the unit, the operator can receive an rf burn or what feels like a shock. The trima operator's manual cautions the operator to ensure that the sealing head and tubing are free of moisture before operating the seal safe to avoid possible electrical arching. In addition, the manual warns the user to not place fingers within 1 inch of the seal safe's sealing jaws while sealing to avoid the possibility of receiving a radio frequency burn. Root cause: a root cause could not be definitively determined.